Event description:
It was reported that during a surgical procedure at the user facility the device ran despite the user trying to deactivate it. The procedure was completed with the same device without a delay; no adverse consequences or medical intervention were reported. At a later time the user was not able to duplicate the event, but the device seemed to be running in the wrong mode.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed, if additional information is received and requires reporting.